Event description:
Consumer was using a heating pad to warm her feet when she noticed a burning sensation. She pulled the covers off and found the heating pad on fire. No injuries were reported with this incident, but her sofa was damaged.

Manufacturer narrative:
Consumer had her feet on top of the pad which is a violation of the instructions and warnings provided. Bunching/crushing of the pad is abuse of the product and a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.